Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 is to capture eye anatomy issue/pre-existing disease of macular pucker, cystoid macular edema, and glaucoma. Section h6: health effect - clinical code 2137 is to capture blurry vision & visual acuity fluctuations. Section h6: health effect - clinical code 2138 is to capture visual acuity decreased & unexpected postop refraction. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent lens exchange surgery in the left eye (os), replacing a non-johnson & johnson intraocular lens (iol) with a johnson & johnson non-preloaded three-piece iol. Following the procedure, the patient experienced persistent uncorrectable blurred vision os, despite undergoing two lens repositioning procedures on (B)(6) 2024, which did not resolve the issue. The patient claims to be unable to see out of os. Pre-existing conditions os, including macular pucker, cystoid macular edema, and glaucoma, were noted as potential contributors to the blurred vision. After the johnson & johnson lens was implanted, the patient¿s uncorrected visual acuity (va) showed significant fluctuations, ranging from hand motion on the day of the lens exchange to 20/60 by (B)(6) 2025, with corrected vision recorded at 20/50 as of (B)(6) 2025. The following uncorrected visual acuities were noted: on (B)(6) 2024 va was 20/50, on (B)(6) 2024 va was 20/200, on (B)(6) 2024 va was 20/30, on (B)(6) 2024 va was light perception. Uncorrected va after the first lens reposition were as follows: (B)(6) 2024 va was 200 at 7 feet, on (B)(6) 2024 va was 200 at 10 feet. In (B)(6) 2024, the patient¿s uncorrected va was 200 at 9 feet. The patient was referred to a retinal specialist for further evaluation, as the surgeon was unable to determine whether the issue was related to the lens or the pre-existing conditions. The johnson & johnson lens remains implanted, and no additional interventions are currently planned. No further information was provided.

Manufacturer narrative:
Additional information: historical data analysis: a search of complaints related to the production order was performed and one additional complaint was found. These complaint issues reported are not related; therefore, no further actions are required. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.